Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens has conducted an investigation of the reported event. There is no indication of a system malfunction. The user did not secure the patient properly as described in the instructions for use. The table top is not designed to prevent a patient from falling when not fastened as described in the user manual and the process of patient fixation is the responsibility of the operator. Instructions for proper use to the secure the patient during examination are provided with the system in the following document: "operator manual volume 1, safety, technical and administrative information "system operation", warning: "movement of the patient on the tabletop." "Never leave a patient unattended on the table top." "Use the provided accessories, e.g. Immobilizing straps to secure the patient in a stable position. Positioning accessories: attach the accessories required for secure positioning to the patient table".

Event description:
It was reported to siemens that an adverse event occurred while operating the artis zeego system. The customer was using a plastic sheeting to cover the table mattress during clinical procedures. The patient immobilization straps were not used and as a result the patient slipped off the table and hit their head on the floor. The patient was evaluated at the time of the event and sent for a CT scan as well as x-rays. We are unaware of any further impact to the state of health of the patient involved.